Event description:
A customer reported taking too much insulin as a result of a reading issue with their blood glucose meter. The customer reportedly experienced dizziness, lightheadedness and loss of consciousness. The readings of 312 mg/dl and 185 mg/dl were reportedly obtained. No third-party medical intervention was reported. The customer reported eating a candy bar to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.